Manufacturer narrative:
Please refer to the following corrected information: b1. Adverse event and product problem and h1. Serious injury.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the endoscope was auto flipping when installed. The site converted to open prior to calling the technical support engineer (tse). The tse suspected it is a guided tool change issue and the endoscope needs to be manually flipped and the guided tool change canceled. No troubleshooting was performed at the time of the call. The procedure was converted to open surgery with no reported injury.

Manufacturer narrative:
The reported event was addressed with phone support. An intuitive surgical, inc. (Isi) field service engineer (fse) followed up with the site and no further issues were noted. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.